Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The guide tooth of the lead was extrinsically damaged. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix fully extended and with the helix and the guide tooth damaged/bent.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. During placement the lead helix did not extend for fixation. The physician removed the lead and attempted to extend the helix but the helix would not extend even after thirty rotations. The lead was replaced. No patient complications have been reported as a result of this event.